Manufacturer narrative:
Toks fadipe, prabhu sekaran, semiu eniola folaranmi; paediatric apical thoracoscopic ganglioneuroma resection: a case study; journal of pediatric endoscopic surgery https://doi.org/10.1007/s42804-025-00266-y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a case study involving a 3-year-old patient with an apical ganglioneuroma who underwent thoracoscopy for lesion resection was completed. Ligasure was used for dissection of the lesion. Postoperative complications include a partial right-sided horner's syndrome with mild ptosis. No interventions were mentioned.